Event description:
Caller reported that a malfunction occurred on the pump, and despite resetting it, the issue persisted, leading to the decision to replace the pump. There was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl. The customer received assistance from technical support to reset the pump and storage mode instructions. A replacement pump was sent with updated software, and instructions were provided to return the faulty pump. The customer acknowledged all instructions and confirmed understanding.